Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that foreign material on c-cover, corrosion on light guide lens and coating peeling on connecting tube was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the c-cover having foreign objects although the cause could not be established a stress problem was identified. Regarding the light guide lens having corrosion and the connecting tube coating peeling (1mm2 or more), a degradation problem was identified and the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.